Event description:
Independent repair center customer alleged low o2/yellow light, and the key failure is the gear clamps caused leaking. They were replaced.associated malfunction for this device: inlet filter was dirty, cabinet filter was missing, zip ties leaking.